Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 30. On (B)(6) 2023, non-osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility, swelling, bleeding and abscess. No further patient complications were reported.